Event description:
It was reported when using the pyxis medstation es system that it had an issue with the communication issue, server is inaccessible . The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the domain controller. A technical service engineer resolved by local it the root cause was a domain controller rebooted. The system functioned as intended after the technical service engineer troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.